Event description:
Information received indicates that after the cannula was inserted into the vessel, the accessory introducer could not be withdrawn from the product's inner lumen. The device was replaced during the case with no patient complication reported.

Manufacturer narrative:
Returned device evaluation confirms the reason for return. Receiving inspection shows the unit is bloody. After cleaning, the introducer was removed and then re-inserted into the cannula. During insertion testing, some resistance was noted as the introducer passed each multi-port basket area with side holes. Tight fit was not detected when the introducer passed the alternating wire-reinforced spring sections of cannula body. Findings from additional analysis by the supplier revealed the introducer could not be fully inserted into the cannula. Measurements taken of the outer diameter (od) of the tapered introducer shows one irregular area with a slight protrusion where the taper begins. The od of the protrusion on the introducer is out of specification and measured 0.282 inches, which is also the minimum specification allowed for the basket areas in the cannula body. The bulge on the introducer could have caused the reported interference fit when the user attempted to withdraw the accessory from the cannula during the case. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: no patient adverse effect. Findings from product analysis confirm the accessory introducer problem; we are currently unable to relate findings to a specific cause.